Event description:
It was reported that during a coronary stenting treatment procedure, the stent was too long for the lesion. The physician introduced the 4.00x20mm liberte stent to the proximal left anterior descending artery (lad). The physician felt that the actual length of the stent was longer than 20mm and the stent was too long for the lesion. The des was retrieved and the physician successfully completed the procedure with a 4.00x16mm liberte device. No pt complications were reported with the pt's current condition listed as "stable".